Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the right ventricular (rv) lead continued to exhibit high impedances, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil, and svc (superior vena cava) defibrillation coil were beyond the expected upper ranges. On 2015-12-26, rv coil impedance spiked from 50 ohms to 129 ohms, and svc coil impedance spiked from 65 ohms to 140 ohms. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: ddbc3d1 ICD implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedance. Approximately ten days later, the defibrillation and pacing portions of the rv lead had high impedance. The physician suspected either a fracture or a set screw issue with the implantable cardioverter defibrillator (ICD). The pocket was opened, connections were checked, leadswere checked and no abnormalities were noted. They were unable to reproduce high lead impedances. Defibrillation threshold testing was performed with adequate results. No further intervention was performed. Later, however, it was noted that there was out of range impedance again, all with vectors that involved the rv defibrillation coil. The lead and device remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.